Event description:
The customer tested his blood glucose using his breeze2 and contour meters. The breeze2 read 254 mg/dl, while the contour read 110 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting, so no product will be returned.